Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital with a low blood glucose (bg) level of 24 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Customer attempted to self-treat by consuming carbohydrates; however was treated intravenously with fluids of saline and insulin at the hospital. Customer was released from hospital the same day with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.